Event description:
Additional information was received that the physician was turning the patient off temporarily. The patient had a gi tumor not related to vns and had lost a lot a weight due to it. The patient is now having trouble putting the weight back on. Since the vagal nerve goes to the gi tract they are going to try to disable the patient for a short time to see if that will help him gain weight. They do not feel that the vns is causing the lack of weight gain but want to see if disabling vns may help with the weight gain. The gastroparesis reported by the patient was determined to be related to the gi tumor and the resulting weight loss, both of which were not related to vns.

Event description:
It was initially reported that the pt had been experiencing gastrointestinal issues. The pt alleged that vns was causing gastroparesis and causing his gastrointestinal issues however his physician did not indicate that. The pt is considering having his vns removed although there are currently no plans for that. Good faith attempts for more info have been unsuccessful to date.